Manufacturer narrative:
The complaint was confirmed. The surecuff detached from the catheter. Adhesive was found around the catheter, indicating that the cuff was properly attached to the catheter. Elastic weakness was found in the tubing proximal to the cuff attachment site. The cuff most likely broke during traction removal. The product IFU indicates that the broviac catheter may be removed by either the traction or surgical method depending upon the physician preference and the amount of tissue/cuff ingrowth. The IFU states under the traction removal method that if the cuff remains in the subcutaneous tissue, dissect it out through a small incision utilizing local anesthesia. No manufacturing defects were noted on the catheter or cuff that would have contributed to the break. This appears to be a user related issue.

Event description:
The catheter was being removed but the cuff remained in the pt. No further info.